Event description:
The customer contacted stryker to report that their device did not work. Upon investigation of the customer's device, stryker observed that the device would reboot when the lid is closed. Additionally, the technician observed that the opening and closing of the lid does not always turn on/off the device. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
Section a1 patient identifier of initial MDR indicates: none. Section a1 patient identifier of initial MDR should indicate: blank. Section b3 event date of initial MDR indicates: 09/03/2025. Section b3 event date of initial MDR should indicate: 06/16/2025. In compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Patient fields in which information is not requested or provided were intentionally left blank. A stryker service representative performed an initial evaluation of the customer¿s device and observed that the device would reboot while the lid was closed and would not respond to opening and closing of the lid. The device could not be repaired and the customer received a replacement device. Stryker evaluated the customer¿s device at the product assessment center (pac) and observed in the device logs that the device was on "shutdown" status for more than 1 year prior the reported event date. The operating instructions instruct the user that "device readiness" should be verified at least once each month. Therefore, the cause of the "device not working" issue was determined to be user error. The root cause of early battery depletion was determined to be faulty reed switch, sw5. The customer's device was archived by stryker.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issues. It was determined that the device could not be repaired. The customer will receive a replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not work. Upon investigation of the customer's device, stryker observed that the device would reboot when the lid is closed. Additionally, the technician observed that the opening and closing of the lid does not always turn on/off the device. There was no report of patient harm associated with the reported event.